Event description:
This is a report by a nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 1.5% therapy. On an unreported date in (B)(6) 2012, the patient began treatment with dianeal pd2 1.5% (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with the dianeal therapy was not reported. The nurse reported, on an unreported date, the patient had a break in aseptic technique (details not provided). On an unreported date, the patient experienced and was hospitalized for the peritonitis. It was reported, the peritonitis manifested as cloudy drain. The nurse reported the cause of the peritonitis was a break in aseptic technique. It was not reported if the patient was re-trained in proper aseptic procedure. The patient was treated with tablet ciprofloxacin 500 (units not specified), three times a day, orally for the peritonitis. The nurse confirmed the cause of the peritonitis was the break in aseptic technique and not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient. The assignable cause for the breach in aseptic technique was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.